Manufacturer narrative:
Method: medical review. Results: per medical review - according to fmea (failure modes and effect analysis) it has been determined that low vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of low vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens was likely to have contributed to the complaint. The reporter indicated the surgeon felt the cause of the event was due to sizing. As reported on the medical review, it is likely the insufficient vaulting was a consequence of wrong lens use. However, no definite root cause determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to low vaulting. Lens opacity (anterior) was noted on (B)(6) 2015. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20. The reporter indicated the surgeon felt the cause of the event was due to sizing.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.